Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, the following information was requested, but unavailable: what was the initial procedure? What is the product code? What is the lot number? All answers above are unknown. Once there is any update, we will update the information. Investigation summary: actual customer complaint sample or same batch representative sample are not returned. Impacted product lot information not provided by customer. The root cause of complaint can¿t be determined, this complaint data will be kept for trend analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: what was the initial procedure? What is the product code? What is the lot number? All answers above are unknown. Once there is any update, we will update the information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an oral surgery on (B)(6) 2021 and suture was used. Prior to the needle being used, it was noted the needle was broken in the package. Another like device was used to complete the procedure. There are no patient consequences reported. Additional information has been requested.